Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high"; although specific value was not provided. Reportedly, the customer fell and resulted in an injury. Cause was unknown. The bg was addressed by a correction bolus via the pump. No additional information was provided.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.